Manufacturer narrative:
As the product associated with the reported event was not returned, it was not possible to conduct an evaluation of the device. As the lot# of the device was not provided, it was not possible to conduct a device history review. A review of the complaint history for part# 8054-010ns has identified that it is performing as expected, with regard to the reported incident. With the information provided it was not possible to identify a root cause; however, potential user-related causes of the reported incident include, off-axis drilling, improper selection of device, and re-use of single-use products. If additional information becomes available, this investigation will be re-opened.

Event description:
Microaire surgical instruments was notified via mw5074641 of the following event: a patient underwent a left total hip arthroplasty. During the procedure, it was noted after drilling into trochanter that the drill bit was not intact. X-rays taken during and post operatively showed the remaining piece of the drill bit.